Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored following the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or recharged the ipg since (B)(6). As such, the patient's ipg has stopped functioning. The patient's programmer also reflects a communication error. Consequently, the patient may undergo surgical intervention to address the issue.